Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's smart device lost connection with the transmitter. Dexcom representative advised patient to have the bluetooth on the smart device forget all devices, close all applications, reinstall the g5 application, restart smart device, launch the g5 application, and re-pair the devices. No additional patient or event information is available.